Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative (rep). It was reported that there was a power on reset (por). The rep was charging up a brand new device to top it off before implant and noticed a por occurred. The por was successfully cleared with a clinician programmer (cp). It was confirmed that a por did not appear the second time he interrogated the device. No symptoms reported.